Manufacturer narrative:
The insulin pump was received with intermittent button response noted during our testing due to unlocked j2 lcd connector. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No excessive no delivery alarms noted. The insulin pump functioned properly. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 560mg/dl and the pump alarmed no delivery. The customer treated with insulin. Customer indicated that their doctor has been contacted and their blood glucose value was unknown at the time of the call. Troubleshooting was performed and found that the pump was able to rewind and prime however, the customer indicated that 2 buttons stopped working. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer will call back to provide further information on the hospitalization.